Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. The device was post paced t-wave oversensing, noted on stored egm. The patient did not receive therapy. Programming changes were recommended.